Manufacturer narrative:
B4: 04jun2021. The field service engineer (fse) verified that the customer reported problem of the nav-ring is stuck and will not move. The front bezel was replaced to address the reported issue. All required tests passed. Upon further investigation, it was determined that MFR report# 2031642-2021-03673 was reported in error. The biomedical engineer confirmed the issue was discovered during testing in the biomed shop. The touchscreen is functional and can be used to make settings changes.

Event description:
The customer reported that the nav-ring is not working. The customer contacted product support and requested nav ring replaced. The customer reported that the unit was not in use on patient.